Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from the septum. Additionally, it was reported that a cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issues. Lastly, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.